Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
Follow-up #1: date of submission 08/13/2014. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: on investigation, the display was found to be fully illuminated, clear and legible without any missing segments. Investigation did not confirm or duplicate the reported missing segments on the display and the pump was found to be operating within the required specifications.

Event description:
The reporter contacted animas on (B)(6) 2014 alleging segments of text missing from the display screen. There was no reported impact to the patient associated with this complaint. This complaint is being reported because the alleged issue remained unresolved with troubleshooting.